Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer¿s blood glucose was 306(mg/dl). Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.